Event description:
Customer reported erroneously elevated accutni results on the beckman coulter access 2 system within the risk stratification range for three patients. Upon rerun, the results were lower. Fse was dispatched. No root cause for this event has been determined.